Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and stenosis are listed as known adverse events in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, the vessel locator wings were observed to be stuck while retracting the device. The safety release button was used unsuccessfully to release the vessel locator wings. The device was pulled out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
An adc customer reported receiving readings "all over the place' on their fs lite meter. Specifically, they reported readings of 224mg/dl, 134mg/dl, 92mg/dl, 45mg/dl, 102mg/dl, 71mg/dl and 104mg/dl obtained on (B)(6) 2010 at 5:10pm. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The customer further reported at the time the readings were obtained they experienced symptoms of feeling "shakiness, sweating and cold sweats." No third party medical intervention was reportedly required and customer denied self-treatment for their symptoms. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
(B)(4). The device remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two xience stents were placed, one in the rca distal (2.5 x 23) and one in the mid circumflex (3.5 x 15) on (B)(6) 2009. The patient returned on (B)(6) 2009 with angina. Coronary angiography was performed and ptca was performed in the proximal rca, in an area not previously treated. On (B)(6) 2010, additional information was received providing clarification that a re-ptca was also performed in the distal rca, overlapping the 2.5 x 23 xience which had been placed on (B)(6) 2009. No additional information was provided.